Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient was implanted on (B)(6) 2025. The patient presented to the ER on day 6 (B)(6) 2025, post operatively with worsening motor function and speech difficulty, and a patient history of symptoms having started on day 3, post operatively, (B)(6) 2025 without fever or evidence of infection. CT showed severe edema and some pneumocephalus surrounding the implanted leads, there was no evidence of venous occlusion on ctv. Contrast CT showed possible abscess (highly unlikely given timing from surgery). An MRI was performed on (B)(6) 2025 (first possible day for MRI) with no evidence of abscess or stroke. The patient showed improvement after treatment with steroids alone. Follow up imaging and inflammatory markers show improvement without antibiotics being administered. The patient was hospitalized for 1.5 weeks.